Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that the dental implant was removed during its installation surgery because the lack of stability. The installation region was 4#, 24 ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type IV) and immediate implant procedure was performed.